Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected reported, the device was in clinical use at time of event, the procedure was completed as planned. The philips field service engineer (fse) analyzed the system onsite and confirmed that the device cannot expose. Upon did some functional test fse found that the ippc in the system was lost. Fse. The fse reinstalled ippc system. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the customer was unable to perform exposures. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.